Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server all device showed disconnected mode, during restart it will connect and update patient information. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server all device showed disconnected mode, during restart it will connect and update patient information. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that all pyxis machines had been showing as disconnected, users were able to reconnect and update patient information after restarting the stations. The issue had been occurring regularly. A technical support specialist (tss) logged into the stations and the knowledge article related to a battery power failure event in the med application logs was applied. A dispatch request was submitted. The customer confirmed that the issue was resolved. The system functioned after the technical support specialist troubleshot the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server all device showed disconnected mode, during restart it will connect and update patient information. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.